Event description:
It was reported that a patient presented with wound dehiscence noted at the pocket following a recent device implant. No infection was confirmed. The device was explanted on (B)(6) 2025. No adverse patient consequences were reported.